Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a "sandstorm" (noise) was observed on the image during a preoperative inspection of the subject device, which had just been repaired. Another similar device was used to complete the unspecified intended procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the cause may be temporary, such as system side settings or abnormalities, poor contact of the scope. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.